Event description:
It was reported that during an implant procedure, the stylet became stuck in the lead, possibly due to build up of blood on the stylet. The lead and stylet were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The stylet/guidewire was kinked/buckled. The distal lv (low voltage) electrode of the lead was covered in blood. Damaged during use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.